Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory also indicated the criteria for right ventricular lead integrity alert were met, the impedance of the right ventricular pacing lead was below the expected lower range, and there was oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered due to non-sustained ventricular tachycardia (nsvt) and the sensing integrity counter (sic). Oversensing of noise was noted on some nsvt episodes. An alert also triggered for low pacing impedance. Alerts were reprogrammed and the right ventricular (rv) lead remains in use. It was further reported that the right atrial (ra) lead was not sensing correctly. The physician suspected it may be displaced and the x-ray indicated that the lead had dropped. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had twiddlers syndrome. The rv lead was repositioned and remains in use.